Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had bent cannulas that caused her blood glucose to range from the 300 mg/dl range to the 500 mg/dl range. The customer had already troubleshot the bent cannula issues. No products were returned or replaced.